Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing of an opt944 optiflow + adult nasal cannula was found detached from the manifold. There were no patient consequences.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing of an opt944 optiflow + adult nasal cannula was found detached from the manifold. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: b4, b5, d9, g3, g6, h2, h3, h6, h11. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject opt944 optiflow + adult nasal cannula was received at f&p in new zealand for investigation, where it was visually inspected. F&p's investigation is based on f&p's evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the subject opt944 optiflow + adult nasal cannula revealed that the tubing was torn at the manifold of the subject device. Visual inspection further revealed that the head strap clip was unused. There was no reported patient involvement. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the subject opt944 optiflow + adult nasal cannula. Based on f&p's knowledge of the product the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + interfaces for japan set out how the cannula should be placed and fitted, including the use of the head strap clip. The user instructions for japan also state the following: "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed". "It is recommended to use appropriate patient monitoring with this product ". "Fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". "Make sure that an air flow is coming out of the prongs when using the product in the patient". "Use the clip to secure the tube to the prongs."